Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of twelve (12) years, eight (8) months. The reason for re-operation was due to severe mitral stenosis secondary to calcification. A 29mm transcatheter valve was successfully implanted and there were no complications. The patient was transferred to the ICU in stable condition and was discharged on pod #2.

Manufacturer narrative:
Device remains implanted. Many factors contribute to its onset and propagation of calcification including patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.